Event description:
It was reported there were coupling and or communication issues. It was reviewed: how to reposition antenna and press, start charge button. The patient had the coupling issue since implant. The patient had met with the manufacturer's representative several times and the issue hadn't resolved. The patient had talked with their physician about getting it removed and was told the risk of removal didn't outweigh leaving it in. The patient had not had any xrays or CT scans to determine if the ins was flipped, tilted etc. The patient had not had any other consultations to see if there were additional options; the patient was considering additional consultation. If additional information is received, a follow up report will be sent.

Event description:
Additional information received reported that the implantable neurostimulator (ins) was in its normal position, not flipped or migra ted. The patient and family were re-educated on how to charge the system. It was reported the patient was "doing better." Patient symptoms were not reported at the time of this report.

Manufacturer narrative:
Product ID 39565-65 lot# serial# (B)(4), implanted: (B)(6) 2011, explanted: product typ lead product ID 37752 lot# serial# (B)(4), implanted: explanted: product typ recharger product ID 37743 lot# serial# (B)(4), implanted: explanted: product typ programmer. (B)(4).